Event description:
During a cataract extraction procedure using this phacoemulsification handpiece, particulate was seen by the physician when he was looking through the microscope. All the particulate was aspirated. The procedure was completed using this handpiece.